Manufacturer narrative:
Investigation summary: occlusion was reported. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging blister, but has the plastic shield. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. A device history record review was completed for provided material number 305128, lot number 0252738. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 30x1 rb was blocked during use. The following information was provided by the initial reporter: "a scan has been initiated for bd item# 305128, for defect ¿occlusion¿."